Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped3 (lot: unknown); product type: ; implant date n/a; explant date n/a product ID (lot: unknown); product type: ; implant date ; explant date product ID ped3-021-300-16 (unknown); product type: ; implant date n/a; explant date n/a product ID (unknown); product type: ; implant date ; explant date g2: citation: authors: chivot, c., bouzerar, r., peltier, j., lefranc, m., yzet, t.. Robotically assisted deployment of flow diverter stents for the treatment of cerebral and cervical aneurysms. Journal of neurointerventional surgery 16(4):412-417 2024. D oi:10.1136/jnis-2022-019968 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "robotically assisted deployment of flow diverter stents for the treatment of cerebral and cervical aneurysms." The objective is to evaluate the feasibility and safety of the corpath grx robotic platform for the embolization of cerebral and cervical aneurysms using flow diverter stents. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline vantage, phenom 27 microcatheter, axium coiling system. No deaths were reported in the study population. No perioperative or access site complications were noted. Among patient adverse events included: 1. One patient experienced worsening of a mass effect leading to an ischemic infarction in the posterior cerebral territory resulting in worsened hemiparesis and contralateral homonymous hemianopia. 2. In one case, the combination of a tortuous anatomy and a large pipeline vantage prompted the robot to shut down for safety reasons. The force required to push the device into the microcatheter was deemed too high by the robot; the safety threshold is set to minimize the risk of perforation and to ensure the patient¿s safety. They released the tension and then moved the device forward millimeter by millimeter, which enabled them to successfully deploy the pipeline and complete the procedure robotically. No further information was provided pertaining to medtronic products.